Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon fired the first two firings with a green across the sleeve. When the surgeon observed the second firing, he saw that the device had fired malformed staples on the specimen side of the firing. The firing had been complete. The surgeon rotates the firings at the site and he then over sewed the staple line of the second firing. They then used another device with a gold reload and then two green reloads to complete the procedure. They did not use buttressing and had no issues removing the device after the second firing. There was no patient consequence reported.